Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a 62 year old male patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support, there was high purge pressure/purge volume low alarms on the device. The decision was made to place tissue plasminogen activator (tpa) in the purge. No heparin was present within the purge solution. Purge issues were resolved after second tpa purge the prior evening. However, the alarm returned on dextrose 5%. As a result, the impella pump was weaned and explanted. Patient's condition was stable post procedure.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. The instructions for use for the impella cp with smartassist for use during cardiogenic shock states the following: section: troubleshooting the purge system ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ this report is being filed as part of a retrospective review of historical records.